Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Following a catheter revision in (B)(6) (see manufacturer¿s report # 3004209178-2014-21313), the patient started developing symptoms of withdrawal and a spinal headache. The patient was admitted to the hospital on (B)(6) 2014. The patient was taken to surgery the next day. When the incision was opened, it was found that the catheter had backed out of the spine completely. There was no anchor present on the catheter. The physician stated that they had used the connector piece as an anchor. The entire catheter was replaced. The patient was discharged the next day. The device system was delivering baclofen. The patient outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.